Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse determined the issue was with the user turning off the alarms on the bedside monitor. The customers issue was resolved by performing a configuration change.

Event description:
It was reported the alarms on the intellivue mp5 patient monitor were turned off and the patient deceased. The device was in use at time of event and a patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the alarms on the intellivue mp5 patient monitor were turned off and the patient deceased. The device was in use at time of event and a patient died.